Event description:
A tandem mobi cartridge alarm was reported by the caller. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The caller received instructions from technical support to remove the cartridge and deliver a 9-unit bolus, which was completed successfully. However, they could not reload the original cartridge. Technical support then assisted in loading a new cartridge using the proper technique, allowing the customer to successfully resume insulin therapy. The issue was resolved.